Manufacturer narrative:
This is our combined initial and final report on this incident.

Event description:
The customer reported non-specific agglutination of biotestcell-a1, -a2, -b, -0 with patient's serum and controls. She informed us that the used reagent red blood cells (rrbcs) worked normally during the first two to three days of use. After that agglutination was present in nearly every test. Since the customer did not provide an exact date of event but described the issue as "ongoing", we are not able to submit individual reports for this complaint. When customer informed us about this issue, she told us that she had the same problems with the two previous batches biotestcell-a1, -a2, -b, -0 lot #3224011-00 and lot #3228011-00. The expiry date of lot #3224011-00 was (B)(6) 2022, and the expiry date of lot #3228011-00 (B)(6) 2022. Both lots had already expired at the time the customer filed her complaint. Therefore, they were not recorded as separate complaints. The customer did not send us the complaint sample biotestcell-a1, -a2, -b, -0 (ref #(B)(4), lot #3232011-00) for investigational testing nor the affected samples that yielded a false positive test result. The customer provided photos of their test results on tiles. The photos showed positive and negative reactions. But based on photos an investigation of the problem was not possible. Therefore our quality control laboratory tested their retention sample of the supposedly defective lot. According to the instruction for use the testing was performed with different donor samples on the tile and the tube test. All positive and negative reactions were correct. We did not observe any false positive reaction. Based on the investigation the complaint was classified as undetermined: the complaint sample was not available for investigation and the retention sample reacted as expected. We received no further complaints regarding this lot and issue. This was also the case for the two lots previously mentioned by the customer. A review of the batch record documentation showed no irregularities, which might have negatively affected the quality of the allegedly defective lot.